Event description:
It was reported that balloon ruptured occurred. The 100% stenosed target lesion was located in moderately tortuous and severely calcified iliac artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for less than 30 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.